Event description:
It was reported the dressing is too adhesive to the pt's skin. It was further reported that during removal of the dressing, the skin of the pt is often torn.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Additional info was requested from the reporter, however no new info has been able to be obtained. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 08/26/2014. The actual date of event is unk, so the date used was the date convatec became aware.